Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient feels the implant is defective; however, further details have not been provided.

Manufacturer narrative:
Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the related part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.